Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
As initially reported by a healthcare professional, it was stated that the patient experienced issues with lenses tearing during handling. Some lenses were found ripped upon opening the package, while others tore within the second use, resulting in blurry vision and discomfort. The consumer reported that the tear appeared to occur in the eye after insertion, followed by severe pain within a few hours. Medical attention was sought, and the patient was diagnosed with keratitis, with scratches noted all over the eye. Treatment included non-preserved artificial tears and discontinuation of contact lens wear for three days. The consumer has not resumed lens wear and is waiting for the eye to heal completely. At the time of this report, symptoms were noted to be improving. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3.,h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There were no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).